Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 03/16/2016 to report that on (B)(6) 2016, the patient experienced a system check pass screen without an initializing screen. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and screen error alarm and firmware errors were observed. The reported event of system check pass screen without an initializing screen was confirmed during log review. A root cause could not be determined.